Manufacturer narrative:
A sample device was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens implantation the patient was very unhappy and felt the lens did not work for the near vision. Additional information was received stating one to four weeks post operatively the near vision had decreased to 20/100.